Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8711, serial # (B)(4), product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing morphine (25mg/ml at an unknown dose), fentanyl (25mg/ml at an unknown dose), and bupivacaine (25mg/ml at an unknown dose). The indications for use included non-malignant pain and failed back surgery syndrome. On 2016-nov-01, it was reported that the pump did not show a recovery on logs after magnetic resonance imaging (MRI). Interrogation was performed, and subsequently the pump was programmed to the minimum rate and replaced. On 2016-nov-15, the hcp further reported that the MRI was done to rule out a granuloma prior to pump replacement. The patient experienced increased pain related to the motor stall.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8711, lot# j11466r08, implanted: (B)(6) 2010, product type: catheter. Only the pump was received by the manufacturer. Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear wheel number three. As per the pump¿s log, morphine, fentanyl, and bupivacaine were being administered as of (B)(6) 2016; a drug concentration was indicated as being 25.0 mg/ml and the dose rate was 0.154 mg/day (minimum dose rate). The previously applied results code regarding the pump is no longer applicable.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the patient¿s status after the pump was replaced, the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the reason for the pump replacement was due to the elective replacement indicator (eri). It was stated that the reported granuloma was not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.